Event description:
The customer observed three or four occurrences per 50 tests per day of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer, when reaction vessels (rv's) lot 68516p100 was in use. The field service engineer checked for cracks, bubbles, and leaks from the pre-trigger level sensor and manifold, however, no problems were detected. The customer was advised to change the lot of rv's, but the issue persisted, therefore, the customer was sent a replacement lot of rv's. The customer stated the issue was resolved with the new lot of rv's. There was no impact to patient management.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical engineering department with an unsigned note that stated, "low volume doesn't work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.